Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was unable to describe any possible damage to the drive support cap. Customer treated with insulin pump and manual injection. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer also report the insulin flow blocked alarm and customer states event was resolved by changing complete set. The product will not be returned for analysis.